Event description:
It was observed during the device inspection that subject device has a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a b30 error was identified. It is likely due to breakage of charged coupled device unit. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.